Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced two syncopal events for unknown reasons. Our boston scientific technical services (ts) department received a call from a health care professional (hcp) asking that we check into our system to see why, however this patient isn't followed remotely so there was no well to tell what the cause of the syncope was. Efforts to obtain additional information have been unsuccessful. To date, no additional adverse patient effects have been reported.